Event description:
It was reported that there was high impedance on both high voltage coils. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated a lead impedance out of range alert, that the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, that the impedance trend on the rv (right ventricular) defibrillation coil was variable, that the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and that the impedance trend on the svc (superior vena cava) defibrillation coil was variable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.